Manufacturer narrative:
Plant investigation: no hardware component is associated with the reported issue, therefore a physical evaluation was not performed. Machine data was provided to the manufacturer for review. A pressure error was noted in the provided data indicating that blood clotting had occurred. The root cause for the clotting cannot be determined from the data. There is no indication from the provided information that the machine did not operate as intended. A device history record (DHR) was not required for this case.

Event description:
It was reported to fresenius that pre-pressure error 7531 was received on the multifiltrate pro machine during the patient's continuous veno-venous hemodialysis (cvvhd) treatment and resulted in blood loss. The error occurred at an unknown point during treatment. The error could not be resolved by the nurse. The patient's blood could not be returned. The patient's estimated blood loss (ebl) is approximately 200 ml. No serious injury or required medical intervention was reported. The machine has approximately 2,018 operating hours. The machine files were reported to be available for review. Additional information was requested however a response was not received.

Event description:
It was reported to fresenius that pre-pressure error 7531 was received on the multifiltrate pro machine during the patient's continuous veno-venous hemodialysis (cvvhd) treatment and resulted in blood loss. The error occurred at an unknown point during treatment. The error could not be resolved by the nurse. The patient's blood could not be returned. The patient's estimated blood loss (ebl) is approximately 200 ml. No serious injury or required medical intervention was reported. The machine has approximately 2,018 operating hours. The machine files were reported to be available for review. Additional information was requested however a response was not received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.